Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system.

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with meter to meter comparison of 198mg/dl with his true metrix versus 165mg/dl with the doctor's meter and results obtained of 198mg/dl. The expected fasting blood glucose test result range is135mg/dl. The customer feels well and did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was not performed (customer refused).the test strip lot manufacturer's expiration date is 12/23/2018 and open vial date was approximately two weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : 159 mg/dl date: (B)(6) 2017 time: 8:14 am fasting, result 2 : 176 mg/dl date: (B)(6) 2017 time: 12:42 pm fasting, result 3 : 192 mg/dl date: (B)(6) 2017 time: 8:02 pm fasting, result 4 : 195 mg/dl date: (B)(6) 2017 time: 5:02 pm fasting, result 5 : 184 mg/dl date: (B)(6) 2017 time: 4:22 pm fasting. Customer states high blood results. Customer feels well and does not need medical attention. Customer is concerned with high results. Customer a1c results - 7.5. Customer went to doctor's office on (B)(6) 2017 and obtained a blood draw to verify accuracy of high results.